Event description:
The pt received her scs system on (B)(6) 2011, including two leads (with the same lot number). It was reported the pt had invalid impedance on all of the contacts on one of her leads. The physician removed the lead on (B)(6) 2011. The pt only has one lead. Follow up identified the pt was well, and the issue was resolved with the procedure.

Manufacturer narrative:
Eval: results - the complaint was confirmed. The returned lead had a kink with all wires broken 13.5cm from the stimulation end. (B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.